Event description:
The customer reported obtaining vent line sensor (vls) diluent error messages from the coulter lh 780 hematology analyzer. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed diluent leaking from the vent line sensor near the blood detector 3 area. The fse indicated that less than 3 ml of diluent leaked and was contained within the instrument. The fse discovered a pinhole leak and replaced the green stripe and related tubing in the blood detector 3 area. The fse ran multiple tests and verified the repair as per established procedures. The operator was wearing personal protective equipment consisting of gloves, a laboratory coat, and glasses at the time of the event and no injury or exposure was reported. (B)(4).